Event description:
It was reported that intermittent occlusion alarms occurred. There was no reported adverse impact to the customer. Reportedly, the customer will change the cartridge and insulin to resolve the issue.